Event description:
The prograsp forceps was not articulating appropriately when in use. Upon disconnecting the device from the robotic arm one of the articulation gears was observed to have broken free from the instrument. On (B)(6) 2022, device returned to MFR for evaluation.